Event description:
This rv lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2014 due to intermittent sensing and lead damage. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)